Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator stopped activating energy, and displayed errors c-01 and m-02 when monopolar energy was used. The intuitive technical support engineer (tse) requested the caller power cycle the erbe, but the issue persisted. The procedure was completed with a backup generator. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the integrated electrosurgical unit (iesu) generator due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed errors c01, m02 on monopolar use in the system logs. However, the issue could not be replicated. The iesu was tested on the system and no errors were present. The operations was successful via all ports. The probable root cause of error m-02 is attributed to a faulty component of the iesu generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.